Event description:
It was reported when using an unknown bd vacutainer® blood collection tubes nurse gets a needlestick injury. The following information was provided by the initial reporter. The customer stated: "ICU nurse states she does not like vacutainers as her finger can, and does, slip into it and she gets needle sticks."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using an unknown bd vacutainer® blood collection tubes nurse gets a needlestick injury. The following information was provided by the initial reporter. The customer stated: "ICU nurse states she does not like vacutainers as her finger can, and does, slip into it and she gets needle sticks."